Event description:
It was reported that the morphology could not be activated post implant. The physician elected to wait until patients next scheduled follow-up. There were no adverse consequences to the patient.